Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance with adjusting their basal rate and carbohydrate ratio. Reportedly, customer has been experiencing elevated blood glucose levels (242 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Tandem technical support guided the customer through increasing their basal rate and lowering their carbohydrate ratio.